Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported unintended movement associated with clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet and a bi-leaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After deployment the clip opened to approximately 30 degrees. A second clip was then implanted to stabilize the cowl clip and further reduce the mr. The procedure was discontinued, the final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.